Event description:
It was reported that there was a coupling problem. The patient tried to recharge on (B)(6) but was unable to get any coupling bars shaded. The status of pocket wound and how it could affect recharge telemetry was reviewed. It was noted the patient did get medical clearance that it was o.k. To start recharging. How to reposition the antenna, press start charge button, adjusting the antenna dial was reviewed with the patient. It was noted the patient did not use the recharger belt. The antenna locate feature was used and the patient had difficulty getting higher numbers. The highest she received was 50, however the number changed very quickly. The patient pressed the stop charge button then the green but and the patient was getting the reposition antenna screen. The patient called back and reported a coupling problem again. The patient was still notable to get coupling after review of how to adjust the antenna dial and a recommendation was made to use the antenna locate feature. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it took a long time to charge. The patient could take 7 hours charging her device. The patient never got 8 bars; she only got 4-6 coupling bars. It had always been that way since she got the implant. The manufacturing representative suggested a new recharger antenna. The patient's external antenna was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).